Event description:
Physician was attempting to declot a dialysis graft. Entered vessel with the wire guide from a micropuncture set. The tip of the wire coiled up when attempting to pull the device out through the sheath. Wire could not be withdrawn. Attempted to pull out the dilator, but wire could still not be withdrawn. Upon further attempt to remove the wire, at that time, the wire broke off in the subcutaneous tissue of the patient and still remains at that location.